Manufacturer narrative:
Physio-control performed additional testing on the device and was able to verify the reported issue. Physio then replaced both the system pcb and power pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was electrical leakage from a filter, designator fl6, to pin 14 of an integrated circuit, designator u110, due to process residue on the system pcb. This issue caused the line to intermittently only allow one power on or off transition and then no more response from the pcb. Once the pcb was cleaned and the process residue was removed, normal operation was observed. The removed power pcb was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.